Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h6,h11. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Event site address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during use the transray plus 40cc intra-aortic balloon (iab) had a significant discrepancy of approximately 100 mmhg was observed between the blood pressure reading obtained from the catheter tip and the reading from a radial arterial (ra) line.